Manufacturer narrative:
The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a bedside registered nurse caring for a patient receiving dual mechanical circulatory support noted repeated "controller error" alerts from the active controller. The alerts began approximately five minutes before the initial call and briefly resolved on their own. The issue was communicated to the clinical support center, which advised keeping a backup controller powered on and ready at the bedside while allowing the active controller to continue functioning. The active controller continued to alarm over the following hour. After further consultation with the clinical support center, staff were instructed to switch to the backup controller. The backup controller was activated, and the pump was successfully transferred without complications. Clinical review: 71yo male presents with shortness of breath and fatigue and subsequently placed on impella and rp flex. A controller error alerted. The nurse switched aic to a new console. No patient consequence.